Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of the laparoscopic sleeve gastrectomy, the surgeon fired the first firing and the firing seemed to be completed. However, after attempting to remove the reload from the tissue, the reload had only partially fired and the reinforcement material was still attached to the distal portion of the reload. The surgeon had to cut the reinforcement with laparoscopic shears. After finishing the sleeve gastrectomy with the same device, they clipped the first staple line firing with a 5mm clip applier for added security. The second reload would not fully open to allow tissue into the jaws.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a functional and photographic evaluation of one device. A visual inspection of the returned photos noted the reload was partially fired. The photographed staple line was incomplete and the trs material was not placed properly. Visual inspection of the cartridge revealed that the reload was partially fired. The reload anvil was bowed. The anvil clamping mechanism was deformed. The trs material had been manually cut by the account. The distal sutures were properly engaged. Pmv performed functional testing. The reload was loaded into a post market vigilance instrument for functional testing. The reload was applied to test media. All staples were placed and test media was cleanly transected. The remaining trs material was properly placed. The distal sutures were properly disengaged. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality relea se specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.